Manufacturer narrative:
(B)(4). Date sent: 1/9/2026. D4 batch #: z7028m. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned the device determined that the tissue pad was lifted to the distal side. Although some devices were returned with no apparent damage, the device with the tissue pad lifted represents the presence of a visual anomaly. In another instance, disassembly revealed a crack in the blade inside the tube proximal to the tissue pad, which is consistent with a side load being applied to the blade while active with the jaw closed. During functional testing, the device with the cracked blade displayed an alert screen and stopped activating, and the blade broke off during testing. The device with the lifted tissue pad did activate during functional testing, and disassembly revealed no anomalies with the internal components. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, resulting in activation issues such as failing the pre-run test and displaying alert screens. Continued usage of a damaged blade can result in a broken blade. No conclusion could be reached as to how the blade crack issue occurred. Tissue pad lifting is not a common occurrence and may be due to the pad tip making contact with something that could have lifted it. No patient involvement or adverse outcomes were reported in the investigation summaries. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch z7028m, and no non-conformances were identified. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Event description:
It was reported that during an unknown procedure the ¿tighten assembly¿ alert screen was displayed by the generator. And then titanium tip was broken. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2025 d4 batch #: unknown attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.